Manufacturer narrative:
The device was returned and user request was duplicated. Additionally, it was found that there was no data transmission in the device. The device had multiple non-olympus parts-bending section cover, bending section cover adhesive, insertion tube. The switches were not working. The insertion tube had dents. The light guide prong had a cut on the boot. The radio-frequency identification (rfid) label was peeling. Three good faith efforts were made to obtain additional information regarding the event from the customer. However, no response received. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope exhibited scope communication error and error messages. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed, the device displayed no image. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the charged coupled device unit being damaged by physical stress which was applied to the insertion section during user handling. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image: do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.